Event description:
It was reported that the pt experienced a shocking sensation. During a revision surgery, blood was discovered on the connector pins and grommet. The pins were cleaned and reinserted. The interference was no longer seen on the monitor. In recovery, the pt complained again of shocking, pain and burning sensation. The total device system was replaced. No pt injuries were reported and the pt recovered without sequela.